Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 16 may 2022, the distributor reported the additional information: it was reported that an o-ring was on the pneumatic tap. The o-ring was removed from the pump and successfully loaded a new cartridge to address the event.